Event description:
It was reported that the device was defective and it was explanted. The patient outcome was unknown. The drug delivered in the system was morphine. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The pump was removed on (B)(6) 2011 or (B)(6) 2011 because it overdosed the patient three times in that month. The patient felt as though there was something wrong with the pump to cause that. No pump medications, troubleshooting, or cause of the event were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis of the pump (863740) ((B)(4)) found expanded shield(s) which did not affect post-explant pump performance. The pump passed all non destructive testing. No anomalies noted in pump logs. Analysis of the catheter (8709sc) ((B)(4)) found acceptable testing. The catheter was incomplete returned in segments.